Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient¿s blood glucose (bg) reading was at 588 mg/dl with extreme thirst, abdominal pain and symptoms of dehydration. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly discontinued pump therapy without any recent adjustment to the pump settings. The reporter alleged that there was an inaccurate delivery issue with the pump. Review of potential inaccurate delivery issues determined that the time was correctly set on the pump and all basal and bolus deliveries were correct and as programmed. Review of potential causes for perceived inaccurate delivery and potential causes for bg issues indicated that the bolus type was incorrectly programmed and the patient failed to bolus. This complaint is being reported because the patient experienced severe hypoglycemia related to a use error in that the bolus type was incorrectly set and was not related to any possible malfunction of the pump.

Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/31/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/16/2016 with the following findings: a review of the black box indicated data started on (B)(6) 2016; the data from the time of the alleged incident was unavailable for review due to continued pump use. A review of the available total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.